Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, had a history of fluctuating and high, out-of-range pace impedance measurements that previously triggered a lead safety switch (lss) to unipolar. The rv lead has since been programmed back to bipolar, and recent atrial tachy response (atr) episodes revealed oversensed noise. Technical services (ts) reviewed troubleshooting options and possible causes for the observed noise, such as myopotential or a change in performance attributed to the age of the rv lead. Additionally, the pacemaker had less than 3 months remaining on the battery, and the physician may want to address the lead, as well, upon battery replacement. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, had a history of fluctuating and high, out-of-range pace impedance measurements that previously triggered a lead safety switch (lss) to unipolar. The rv lead has since been programmed back to bipolar, and recent atrial tachy response (atr) episodes revealed oversensed noise. Technical services (ts) reviewed troubleshooting options and possible causes for the observed noise, such as myopotential or a change in performance attributed to the age of the rv lead. Additionally, the pacemaker had less than 3 months remaining on the battery, and the physician may want to address the lead, as well, upon battery replacement. This pacemaker system remains in service. No adverse patient effects were reported.